Event description:
It was reported that air bubbles were observed within an undefined area of the cartridge. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.